Event description:
Ous MDR - after device introduction it was not possible to release the stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysisand the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The visual inspection of the returned stent system confirmed that the stent has not been released. The technical investigation revealed that the shaft appears constricted proximal to proximal stent stopper. The stent has shifted proximally, the markers a slightly deformed. In addition stent imprints were detected in retractable shaft as expected. The handle was fully disassembled; functionality can thus not be verified. The review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing or material related root cause could be identified. The final root cause for the inability to release the stent could not be determined.